Manufacturer narrative:
The company representative confirmed and replicated the reported event. To resolve the issue, the connections were realigned to the power button. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event is attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred remains inconclusive. Quality assurance has reviewed this complaint with a low occurrence rate. There was no evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had shut down during a surgery. Power button of the console caused problems in the trigger hence it took the longer time to restart the console. Procedure details and patient impact were not reported. Additional information has been requested but none received.